Event description:
Customer reported that a css console that was supporting a pt exhibited a "high right driveline pressure" alarm. The driveline pressure on the css console was set at 60, and the pt's cardiac output was not affected. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions. The css console could not be re-calibrated at the hospital and has been returned to syncardia for eval. The results of the eval will be provided in a supplemental MDR.